Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose reading was 526 mg/dl and treated with manual injection. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customers current blood glucose was 266 mg/dl. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.